Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed a critical battery alarms associated with (B)(4). Prior to the alarm, (B)(4) had a capacity of 83%. The capacity during the event was at 0%. This is indicative of a communication error between the controller and battery. Heartware has opened an internal investigation to evaluate communication errors between batteries and controllers. Analysis revealed that the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The most likely root cause of the reported event can be attributed to a communication error between the controller and the battery. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take.  Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the battery gives a critical battery alarm. The battery was replaced. There was no impact to the patient.